Event description:
The customer reported a pitocin over infusion.

Manufacturer narrative:
The concomitant products were received. Suspect device was not returned. The customer¿s report of a pitocin over infusion was confirmed. Log analysis shows that the pump module was infusing pitocin. The infusion program began infusing on (B)(6) 2015 at 7:00pm at a rate of 1ml/hr with a vtbi of 100ml. At 7:52pm the user paused the pump module device pressing the silence key numerous times. At 8:13pm the user restarted the pump module which began infusing again at a rate of 1ml/hr. At 8:31pm the pump module was powered off. The root cause of the customer¿s report was not determined since no device was returned for investigation, however, the issue is suspected to be due to the use of a 3rd party membrane frame being installed.

Manufacturer narrative:
The customer¿s report of a pitocin over infusion was confirmed during an onsite investigation at the customer¿s site, however the customer declined further investigation. No inspection could be performed since no product was returned for investigation. Log analysis of the pump module shows that the infusion program began infusing on (B)(6) 2015 at 7:00pm at a rate of 1ml/hr with a vtbi of 100ml. At 7:52pm the user paused the pump module device pressing the silence key numerous times. At 8:13pm the user restarted the pump module which began infusing again at a rate of 1ml/hr. At 8:31pm the pump module was powered off. The root cause of the customer¿s complaint was not determined since no device was returned for investigation.